Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was difficult to release from the catheter; however, the clip was eventually released from the catheter after the clip was "jiggled." The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.